Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
One day after a second procedure to coil embolize the left internal carotid artery aneurysm, the patient suffered a small ischemic infarction in the basal ganglia. An MRI scan showed a likely subacute infarct of the posterior limb of the left internal capsule. The stroke was considered resolved the following day with residual effects of mild right hemiparesis and speech difficulty. The patient was discharged home three days after the stroke.

Event description:
One day after a second procedure to coil embolize the left internal carotid artery aneurysm, the pt suffered a small ischemic infarction in the basal ganglia. An MRI scan showed a likely subacute infarct of the posterior limb of the left internal capsule. The stroke was considered resolved the following day with residual effects of mild right hemiparesis and speech difficulty. The pt was discharged home three days after the stroke.